Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a saccular 6 cm in diameter and 7.1 cm in length thoracic aortic aneurysm in zone 3. Vessel morphology was reported the non-aneurysmal proximal thoracic neck diameter is 39 mm, the length from top of aortic arch to proximal aneurysm is 22mm, the diameter of non-aneurysmal distal thoracic neck is 33 mm, moderate angulation from the cfa to the eia, there is no calcification, and no thrombosis. The stent graft delivery system was inserted into the 7.7 mm in diameter right common femoral artery. It was reported that during the advancement of the delivery catheter the cfa access site was dissected and it was replaced with synthetic vessel. The same stent graft delivery system was inserted in the left common iliac artery (cia), it had vascular resistance. The patient had aortic aneurysm for abdominal so that it was concerned about vessel damage with external iliac artery (eia) approach. Then the treatment was not performed for this time. The nose cone of the delivery system was bent due to the vessel tortuosity. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (positioning difficulties, dissection), patient's condition affected effectiveness of device (anatomy related; small in diameter access vessel), unapproved use of device (diameter of access vessel too small); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small in diameter access vessel), off ¿label, unapproved or contraindicated use: (diameter of access vessel too small).